Event description:
The device was used during a laparoscopic appendectomy procedure. It was reported by the affiliate that the device worked for the first two firings. Then when closed no staple would sit in jaw, but as jaws released a staple(open) would fly into the abdomen. The device does this outside the body cavity as well. The surgeon stated that this is the second time that this has happened and it is unacceptable, as trying to retrieve the staples can be impossible. Patient age 40/male/preoperative condition excellent. There was no patient consequence.